Event description:
It was reported that the customer typically entered 76 carbohydrates into his insulin pump for his food. However, the customer received a notification from the insulin pump reading exchange. The customer stated that the day he experienced very low blood glucose. The customer's blood glucose was 42 mg/dl. The customer was able to successfully raise his blood glucose. Assisted the customer through the bolus wizard to change the insulin pump settings to look as it did before. The customer confirmed that the bolus wizard was working as before. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.